Manufacturer narrative:
The device was not returned for investigation; it was reported as lost by the user facility. There was no report of product malfunction.

Event description:
During the first application with the cryoablation catheter, st elvation in the inferior leads was noted and the application was aborted. Blood pressure was noted to drop and an emergency cardiac catheterization was ordered with the patient on the table. Over the next few minutes, gross st elvation across all leads was noted along with runs of ventricular tachycardia. Cardiac catheterization showed diffuse disease and what appeared to be reduced coronary artery perfusion. Over the next 12-14 minutes, st elevation returned to normal. One hour later the patient had another coronary catheterization which appeared to show coronary artery reperfusion. Patient was stable at this time. The patient was discharged one day post procedure with no apparent issues. Echocardiography was performed the next day showing no apparent effects of st elevation (heart wall motion was normal). Device 2 of 2, reference MFR report: 3002648230-2013-00072.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.